Event description:
The MFR's rep reported that the pt had the pump replaced emergently after presenting with severe spasms, pruritis and "goose bumps". X-rays were performed - type and results were not reported. The pump was disconnected from the catheter in surgery and when it was determined that "it was flowing well", the pt was given a 50 mcg bolus. The hcp observed the pump on the back table and noted that no drug was being dispensed from it. The pt improved and was discharged home approximately 3 days later.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.